Manufacturer narrative:
The insulin pump has intermittent no delivery alarm during excessive no delivery test due to faulty force sensor resistor. Motor oil leak into the insulin pump noted. No unexpected motor error alarms or low battery alerts noted during our testing. The insulin passed displacement, rewind, basic occlusion, prime/a33 and off no power tests. The operating currents are within specification. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump, which became stuck in the rewind sequence during priming. The customer's blood glucose was 338 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer does not use the sensor feature on the insulin pump. She was advised to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.